Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found relating to this complaint. No non conformance reports were originated for the lot in question that can be associate to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No additional documents were reviewed as part of this complaint investigation. The customer complaint was not confirmed due to the lack of product sample. However, based on complaints the issues reported could be related with tears in the corrugated tubing (B)(4). The root cause is originated in the corrugated tubing extrusion process. This process is under control by the vendor since this is a purchased component. A scar was opened to the vendor in order to document the root cause and corrective actions. (B)(4).

Event description:
The event is reported as: "complaint alleges that the circuit is cracked and will not pass leak test." No patient injury reported.